Event description:
The advocate stated that the customer tested his blood glucose using his contour and breeze2 meters. The contour read 500 mg/dl, while the breeze2 read 150-200mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for eval. Replacement test strips were sent to the customer.